Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never received adequate therapy. It was also reported the patient experienced overstimulation. As a result, the patient's scs system was explanted and replaced with a drg system.